Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Rupture: observed, broken on radius side assessed, as smooth opening. And observed, broken on patch/shell bond edge side assessed, as unidentified (tear) opening. And missing piece of shell assessed, as inconclusive. Shell thickness within specification. Additional observations: observed, creases on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, right side rupture via MRI. And capsular contracture, baker grade iii. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side rupture via MRI and capsular contracture, baker grade iii. Device has been explanted and replaced with a non-allergan device.